Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the sculpt phase of cataract surgery, a thick and abundant milky liquid began to form and exited through the main incision of the male patient's eye (unknown). At the same time, during the sculpting phase and at the end of the quadrant phase, the physicians noticed a burn in the main incision. The physicians attempted to seal it with sutures but was not possible and in the end of the surgery, the incision was left as it was for evaluation the following day. The next day, the patient was evaluated and the condition of the incision remained the same, but the patient was progressing well from the surgery. Additional information has been requested and none received till date.

Manufacturer narrative:
Additional information was provided in sections e1, h.6., and h.11. Service history was reviewed for the system. There was no service record relevant to the reported event, found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).